Event description:
The patient experienced symptoms of baclofen withdrawal and was back in the ER one day after a new pump placement was done. The patient was treated for the withdrawal symptoms with oral baclofen and "oral medication" until (B) (6) 2010, when a catheter revision was done. During the revision, the physician noted that there was csf (cerebrospinal fluid) present in the pump pocket. There was no obvious leak at the pump and catheter connection. Approximately 15cm distal from the pump and catheter connection, the physician found a leak in the catheter. The physician trimmed 15.5cm off the catheter in the pump pocket, cutting above the leak and discarded that piece of catheter. The catheter was revised to attach the remainder of the catheter in the pocket to the pump. Csf flow was observed leaking from the catheter (over 10 drops), which cleared the catheter of baclofen. The patient resumed his dose of 580mcg/day.

Manufacturer narrative:
(B) (4).